Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 40 mg/dl. The customer stated, they were low from over-bolusing. The customer also reported a bad sensor alert and calibration error alert with the sensor. It was found a bad sensor alert occurred after two consecutive calibration error alerts. Customer was advised the calibration error alert was from their low blood glucose. Customer was advised the sensor will be replaced. Customer declined to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.